Manufacturer narrative:
Analysis of the unit found that visually, the tip had broken off which would have resulted in the reported event. It was determined that the inner spiral wrap just proximal to the cutting tip was twisted in on itself in a clockwise direction until breakage occurred. The twist in the spiral wrap is consistent with excess torsional load and the location indicates the load would have been at the cutting tip. The inside diameter of the distal end of the outer tube was rough and worn on one side indicating the directionality of a load and is consistent with aggressive use. There was a residue consistent with grease on the outside diameter of the spiral wrap, grease is required per the drawing. Additional information suggest that fdm:4114, fdr:3221 and fdc:67 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the bur snapped halfway during drilling for a bilateral endoscopic removal of large osteoma both frontal sinuses bilateral fess, septoplasty procedure. The bur broke off and detached. There were no fragments detached from the device. The handpiece was used and ipc setting at max 12000rpm with 40cc/min irrigation. There was no intervention planned or performed. There was a 10 minutes delay with the procedure. There was no broken pieces remain inside the patient's body. The procedure was completed with backup product(s). There was no patient impact.